Manufacturer narrative:
The device history record (DHR) was reviewed for lot # 15f088062x produced on 06/19/2015 and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. The complaint report indicated that a returned sample was expected and to date a sample has not been received. This product is hand packed into a tray. The root cause for the reported condition is attributed to a miscount when product is removed from the original stack of 10 sponges resulting in a shortage within the stack. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the complaint. This lot was produced prior to the implementation of the changes made by the CAPA. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 10/08/2015.an investigation is currently under way: upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states the pack contained 8 sponges instead of 10.